Event description:
It was reported that the customer was out of town and mid-flight, she ran out of insulin. Customer stated that she did not have her insulin with her to change out the reservoir. Customer got home and tested her blood glucose level, which was over 600 mg/dl. Customer stated that she bloused 8 units. Customer stated that an hour later, her blood glucose level was still over 600 mg/dl. Customer stated that the pump will only allow her to bolus for the 600 mg/dl and not above. Customer was advised to seek medical attention for her high blood glucose level. Customer stated that she is starting to feel better but was having heart palpitations earlier. Customer stated that she will monitor her blood glucose level. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.